Event description:
It was reported that a cartridge alarm occurred during the loading process. Customer's blood glucose (bg) level was displayed as "high," but the specific value was unknown. The customer addressed their bg with a correction bolus via the pump. Customer reverted to an alternate method of insulin therapy.